Event description:
It was reported that the bd ultra-fine¿ pen needle was unable to activate safety guard. The following information was provided by the initial reporter: nurse at clinic wrote: "I am writing to inform you that we had an issue whilst administering a buvidal injection today. 28/03/24 - 1300hrs - safety sheath did not engage. Administered to left deltoid. 96mg buvidal, lot - a0014m, sn - (B)(6)."

Manufacturer narrative:
H.6. Investigation summary: unconfirmed: no evidence provided h3 other text : see h.10.

Event description:
It was reported that the bd ultra-fine¿ pen needle was unable to activate safety guard. The following information was provided by the initial reporter: nurse at clinic wrote: "I am writing to inform you that we had an issue whilst administering a buvidal injection today. (B)(6) 2024 - 1300hrs - safety sheath did not engage. Administered to left deltoid. 96mg buvidal, lot - a0014m, sn - (B)(6)".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.